Event description:
The patient had two leads (from the same lot). It was reported the patient was not receiving adequate coverage. It is unknown if or how many times the patient was reprogrammed to address the issue. Both of the patient's leads were found to have migrated. The patient's scs system was explanted and the patient is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.